Manufacturer narrative:
Since the initial report was filed, the investigation into the ischemia and bleeding from the access site has completed. The returned pump showed no signs of damage. The pump diameter was assessed to be to specification. The diameter of the pump was appropriated for the intended vascular access site and vessel diameter. The cause of the ischemia and bleeding could not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
To date the investigation is ongoing. No product has yet been returned. Should the medical team return the product or share more details that lead to a cause of the vessel access site bleed, a final medwatch will be filed with root cause analysis.

Event description:
A post-operative patient had an intra aortic balloon pump (iabp) placed. The iabp was not sufficient support and so his care was escalated to the impella cp. The patient also had an pcps/ECMO (extracorporeal membrane oxygenation) for respiratory support. After insertion of the impella cp there was an observation made of bleeding at the access site. When the vascular surgeon performed a cut-down to the site there was damage noted to be at the impella pump's reposheath. The access site bleed was maintained with femostop and manual compression, in addition to infusion of blood products. The pump remained on for hemodynamic support for 13 days until explant.